Event description:
Customer's father called to report a hospitalization due to high blood glucose. The current blood glucose reading is 287 mg/dl. Caller stated that the insulin pump alarmed button error. Caller stated that the battery was changed, but nothing has happened. Customer went high and he was taken to the hospital. Customer treated at hospital with insulin. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Unit had missing end cap sticker.